Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father and the customer that the customer was receiving no delivery and motor error alarms on the insulin pump. The customer's blood glucose level was 151 mg/dl. Insulin pump will need to be replaced. No additional information provided.